Manufacturer narrative:
Continuation of medical devices: addrl1 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high thresholds, no capture and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.